Event description:
New information received noted that the patient presented via merlin.net transmission. The pacemaker exhibited out of range of pacing impedance. The patient continued to be monitored. The patient status was stable throughout.

Event description:
It was reported that the patient's pacemaker exhibited low pacing impedance. No programming changes were made. The patient status was unknown.

Manufacturer narrative:
Further information was requested but not received.